Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed no delivery during bolus, basal rates and fixed prime. It was mentioned that the reservoir was not empty. Advised the caller to run a fixed prime test and the insulin did not exit nor the device alarmed. A tubing clamp was not available to perform the high pressure test. Advised the caller to revert to back up plan. No further information was provided.